Event description:
The customer stated that she was treated by paramedics twice due to hypoglycemia. The customer stated that she had a seizure during one of the events. Troubleshooting was performed and found that the customer was practicing the proper priming technique. The insulin pump was programmed correctly. The displacement test passed. It was found that the customer was changing the infusion sets every six days. It was also found that the insulin pump had alarmed no delivery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.